Event description:
Hosp reported that during a plica shelf removal with the cannula inflowing into the super patella pouch extravasation occurred in the upper thigh and knee joint. The pt's thigh began to go down and no major injuries or complications were reported.